Event description:
A report was received that during an office visit the physician observed an ulceration in the scalp near the surgical scar. The patient was taken to surgery and the physician found the suretek in good condition. The lesion was superficial and the physician recommended that the patient follow up with a plastic surgeon. The patient is doing well post-operatively.

Event description:
A report was received that during an office visit the physician observed an ulceration in the scalp near the surgical scar. The patient was taken to surgery and the physician found the suretek in good condition. The lesion was superficial and the physician recommended that the patient follow up with a plastic surgeon. The patient is doing well post-operatively.